Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarms noted. The device was received with cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 285mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.